Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from sorc, it was found that the cable was twisted and the connector had a dent. Therefore, omsc presumed that the excessive force was applied to the subject device and then the reported phenomenon occurred.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the image was abnormal and disappeared. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found that the reported phenomenon could be duplicated due to cable break. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.